Event description:
A report was received that during a lead revision due to inadequate stimulation, one of the leads displayed high impedances and it was completely dead. There were no visible signs of breakage. The physician elected to replace the lead. The physician damaged the extensions while attempting to position the lead and used electrocautery during the procedure, so he elected to replace the entire system. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm model # sc-3138-35 serial # (B)(4), description: scs phiii extension 35cm, model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision due to inadequate stimulation, one of the leads displayed high impedances and it was completely dead. There were no visible signs of breakage. The physician elected to replace the lead. The physician damaged the extensions while attempting to position the lead and used electrocautery during the procedure, so he elected to replace the entire system. The patient is reportedly doing well following the procedure.